Manufacturer narrative:
Diagnostic/functional testing was performed at the philips authorized repair facility. Results of functional testing, indicate that the speaker produced sound. Based on the information available and the testing conducted, the reported problem was confirmed. Although, the speaker was confirmed, to be functioning, per specification, during testing. It was indicated, that there was a speaker malfunction inop error, but the speaker was still working at the time of the event. The speaker has been replaced, per current process. The device was operational, after repairs were completed. The investigation concludes, that no further action is required at this time. If additional information is received, the complaint file will be reopened.

Event description:
The customer reported that the system displays a speaker malfunction error.the device was in use on a patient. There was no report of patient or user harm.

Manufacturer narrative:
Philips is in process of obtaining additional information. A final report will be submitted upon completion of the investigation